Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was possible over infusion. This was reported to bd representatives during their site visit. Further information provided was that a levophed infusion was y-sited into the normal saline line. The normal saline was programmed at a rate of 10ml/hr, and the nurse stated that, "no one was in the patient room" when the device alarmed for infusion complete. When the nurse entered the room, the pump module was flashing yellow and the infusion was complete, but that it did not switch to the keep vein open rate. The nurse said that the rate was 999 displayed on the pump module and that there was 20ml of normal saline that infused. The rate of 999 therefore administered a bolus of levophed that caused the patient to become hypertensive for a few seconds, but then the blood pressure came back down.